Event description:
It was reported that the patient went to the hospital due to low flow alarms. The event log file confirmed persistent low flow alarms with low pulsatility index (pi) events. A computed tomography angiography (cta) scan revealed an outflow graft obstruction. The patient went to the or (operating room) on (B)(6) 2022 to untwist the outflow graft and to have a clip placed in the outflow graft.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted images confirmed the reported twisted outflow graft. A specific cause for the observed twist could not be conclusively determined through this evaluation. Additionally, low flow alarms were confirmed through evaluation of the submitted log files and could be correlated to the observed outflow graft twist. The controller event log file contained data on (B)(6) 2022 from 11:55:01 to 14:20:52. The pump operated as intended at the set speed for the duration of the log file. The log file consisted almost entirely of low flow alarms and low flow faults. The alarms and faults temporarily resolved between events when the flow temporarily rose above the low flow threshold of 2.5 lpm. The controller periodic log file contained data from (B)(6) 2021 to (b)((6) 2022. The flow appeared to gradually decrease starting approximately on (B)(6) 2021 and continuing through the remaining duration of the log file. The patient remains ongoing on vad (ventricular assist device) support with no further related issues reported. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The outflow graft clip addendum to the heartmate 3 lvas instructions for use (IFU) (rev. B) lists the outflow graft clip as a required component for implant. The document further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.